Event description:
Pt advised that she was implanted with a proximal humeral plate and 7 screws on (B)(6)2012. Approximately one week post operative, an x-ray taken showed one of the proximal screws to be backing out. Pt was scheduled to have the screw removed on (B)(6) 2012.

Manufacturer narrative:
Investigation could not be completed, no conclusion could be drawn as no device was returned and no lot number was provided.